Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the high capture threshold allegation was not confirmed based on normal lead segment resistance measurements indicating all conductors are intact and a passing hipot test indicating no electrical shorts between conductors. The difficult to remove allegation was not confirmed, visual inspection revealed no abnormalities on returned lead segment.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. The patient underwent surgical intervention to abandon the lead as the physician was not able to fully extract it. A new lead was implanted. No additional adverse patient effects were reported.